Event description:
It was reported that the patient was experiencing chest pain. It was noted that the right ventricular (rv) lead exhibited diminished sensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5554-45 lead; implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.